Event description:
Customer reported that a pyxis anesthesia es system rebooted in the middle of a right carotid endarterectomy and was struck on windows update for over an hour. Customer was unable to access neostigmine from station and experienced a delay of thirty minutes to obtain required medication from an alternative station. There was no reported patient or user harm.

Manufacturer narrative:
Customer reported that a pyxis anesthesia es system rebooted in the middle of a right carotid endarterectomy and was struck on windows update for over an hour. Customer was unable to access neostigmine from station and experienced a delay of thirty minutes to obtain required medication from an alternative station. There was no reported patient or user harm. This event is recorded on complaint number (B)(4) a field technician specialist evaluated the device and found a general communication issue with the hospital it port, switched it ports, and tested device. The device communicated normally and customer was able to log in. Customer was advised that pharmacist has keys to back of station to release all drawers.